Event description:
It was reported to MFR that the vns pt began experiencing a sudden onset of painful stimulation in the left neck and an increase in seizure activity. Diagnostics performed following the onset of the reported event revealed normal device function. There were no setting changes made prior to the onset of the events and there was no trauma or manipulation reported. A battery life calculation was performed, which ruled out generator end of service. Additional info was rec'd from the treating physician who stated that the pt is going to be referred to a surgeon for possible exploratory surgery, as programming changes have not resolved the painful stimulation. Attempts to obtain the surgical consult date and the name of the referring surgeon for further follow up have been made, but have been unsuccessful to date.